Event description:
It was reported that a malfunction alarm, specifically malfunction 0, occurred with the customer's pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump.